Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the nurse stated they had a patient in normothermia in an arctic sun device. The targeted temperature (tt) was 37c, patient temperature (pt) was 36.5c, and the water was only 7c. Nurse asking why the water temperature was so cold if the patient was below target. Confirmed therapy had been running for a few days. Nurse stated flow rate had been 2-3 l/min. Nurse stated they stopped therapy because the patient was shivering. The device was in normothermia, rewarm rate shows 0.25c/hour. Explained without therapy running, they were unable to see the diagnostics on the device. Nurse noted the only alarm received last night was extended period of cold water. Informed nurse if the patient was shivering and generating heat, the device will recognize this and may make cooler water so that the patient did not rewarm too quickly since the rate was set to 0.25c/hour. That was also to prevent overshoot. Suggested following their bedside shivering protocol, discussed counter warming to help with shivering. Informed nurse if they resume therapy, monitor it for a little while and call us back if needed while the device was still running, not to stop therapy yet.

Event description:
It was reported that the nurse stated they had a patient in normothermia in an arctic sun device. The targeted temperature (tt) was 37c, patient temperature (pt) was 36.5c, and the water was only 7c. Nurse asking why the water temperature was so cold if the patient was below target. Confirmed therapy had been running for a few days. Nurse stated flow rate had been 2-3 l/min. Nurse stated they stopped therapy because the patient was shivering. The device was in normothermia, rewarm rate shows 0.25c/hour. Explained without therapy running, they were unable to see the diagnostics on the device. Nurse noted the only alarm received last night was extended period of cold water. Informed nurse if the patient was shivering and generating heat, the device will recognize this and may make cooler water so that the patient did not rewarm too quickly since the rate was set to 0.25c/hour. That was also to prevent overshoot. Suggested following their bedside shivering protocol, discussed counter warming to help with shivering. Informed nurse if they resume therapy, monitor it for a little while and call us back if needed while the device was still running, not to stop therapy yet.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. It was reported that the nurse stated they had a patient in normothermia in an arctic sun device. The targeted temperature (tt) was 37c, patient temperature (pt) was 36.5c, and the water was only 7c. Nurse asking why the water temperature was so cold if the patient was below target. A DHR review is not required as the serial number is unknown. The instructions-for-use under baw2800548 revision 2 and baw2800424 rev. 2 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Correction: d, e. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.